Event description:
It was reported that there were short v-v intervals, which could indicate oversensing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 15 - ventricular nst (non-sustained tachycardia) <=190 ms average v-cycle between (B)(4)-2010 12:05:28 and (B)(4)-2010 20:35:20. Ventricular short interval count v-sic=14.7 counts avg/day, in 184.2 days, between (B)(4)-2010 11:30:05 and (B)(4)-2011 16:29:16.